Manufacturer narrative:
There was no death or device malfunction with the post-shock asystole event. Device evaluation summary electrode belt sn (B)(4) and monitor sn (B)(4) were returned to the distributor and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the post shock asystole. Device manufacturer date: monitor: 02/21/2013, electrode belt: 08/01/2012.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate treatment event consisting of 2 shocks. At 22:38:33 on (B)(6) 2020 the patient received an appropriate treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) and the post shock rhythm was asystole with motion artifact and cardiac activity. At 22:40:10, the patient received a second additional treatment. The patient's rhythm at the time of the treatment was af (atrial fibrillation) at 100 bpm with intermittent nsvt (nonsustained ventricular tachycardia) and frequent pvc's, and the post shock rhythm was bradycardia at 50 bpm with intermittent nsvt transitions to sinus rhythm at 90 bpm with intermittent nsvt. At 22:40:43, the patient received a third appropriate treatment. The patient's rhythm at the time of the treatment was vt (ventricular tachycardia) at 270 bpm and the post shock rhythm was sinus tachycardia at 100 bpm with pvc's and pat.  Intermittent nsvt contributed to the false detection. The patient's arrhythmias were successfully converted to a life-sustaining rhythm as a result of the treatment event. The response buttons were pressed before the event but not during the treatment sequence that resulted in the defibrillation shock. The response buttons functioned appropriately.   The patient received medical attention after the event and ended use of the lifevest due to receiving an ICD. The patient did not sustain a serious injury as a result of the appropriate treatment event. There is no indication of a device malfunction.